Event description:
A 3 1/2 year-old boy, was implanted on may 5, 1998. The pt returned to the center on june 2, 1998 for his initial device fitting. At that time, while it was possible to establish link between the internal and external components of the system, the audiologist reported she was only able to obtain impedence readings of 999k on each of the electrodes. The audiologist also reported that pt was unable to perceive any sound from his implant. An x-ray revealed the electrode array was properly positioned within the cochlea. On june 9, 1998, engineers from advance bionics went to the center to conduct additional testing on the system. No changes in impedance readings were observed. After discussing the situation with the child's parents, the decision was made to explant the device. Revision surgery took place on june 25, 1998. Pt was reimplanted with another clarion device.